Event description:
Ems personnel were attending to a pt in cardiac arrest. The pt was diagnosed to be in ventricular fibrillation and was countershocked once. The device then displayed a connect electrodes message and would not display the pt's ECG through the defibrillation electrodes. A back-up unit was used to determine the pt was asystolic and crp was continued until the pt was delivered to the ed. Pt outcome was not reported.